Manufacturer narrative:
Four (4) devices were returned by the customer and upon breakdown of the non-illuminating handles it was discovered that the batteries had corroded. Corroded batteries will cause the led light to not illuminate and the customer complaint can be confirmed.

Event description:
The customer alleges that "handles are not lighting." No other details were provided and no patient injury/harm reported.